Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted; however, a hissing sound was noted. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. However, no conclusion could be reached as to what may have caused the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a thyroidectomy procedure, but no information was provided as to what the issue was with the handpiece. No pt consequence.